Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced graphical user interface (gui) to breath delivery (bd) cable. The unit passed all testing according to manufacturer specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced an unresponsive touch screen. There was no report of patient involvement.